Event description:
The patient reported he received an e4 (occlusion) alarm and afterward an a8 (bolus cancelled) alarm on his insulin infusion device. During troubleshooting, the patient stated he discovered his infusion set tubing was kinked underneath his belt and clothing. The patient straightened the tubing and reported there was no obvious physical damage. He tried to bolus through the tubing only, and then through the infusion headset, and both went through without error. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.